Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this programmer screen was frozen during generator changeout. The field representative rebooted the programmer and re-interrogated. The programmer was working okay after. The programmer remains in service. No adverse patient effects were reported.